Manufacturer narrative:
After the events, (B)(4) hospital's testing results confirmed that scope contained resistant microbes (klebsiella pneumoniae). Our investigation of events confirmed that an incorrect, undersized cleaning brush was used on the scope before olympus (B)(4) level disinfection process. Hospital was informed regarding correct cleaning brush. The hospital replaced this brush with the correct sized cleaning brush and processed scope again. Scope was tested afterwards by hospital's infection control department for bacterial results were negative. Karl storz-(B)(4) eval: the flexible endoscope was delivered to karl storz (B)(4). Upon investigation we couldn't find any damages or leakages. The instrument channel shows no deformations, scratches or other damages that could trap debris as a potential root cause. There is no indication detectable that the endoscope itself was the root cause of the infections. After appropriate reprocessing according to the IFU, the endoscope is free of microorganism. The device will be sent back to MFR.

Event description:
Allegedly, based on a vigilance report filed with (B)(4) by our parent company in (B)(4), 5 patients became infected with kiebsiella pneumoniae microbes after intubations done with this scope. Three patients expired after being infected, although there is no causal link established between infection and outcome. Outcome of 2 other infected patients unk. We will list patients who expired as patient #1, #2 and #3. The 2 patients who were infected but did not expire, are listed as patients #4 and #5. This report is regarding pt #4.